Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a high blood glucose levels at 585 mg/dl. The customer reported symptoms of abdominal pain and sweating. The customer treated with the insulin pump. The customer reported changing their sets and reservoirs several times. The customer reported a bent cannula. The customer's wife reported blood in the cannula and some air bubbles. A button error was found in the history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. All of the buttons functioned properly, no damage was found on the keypad assembly and no button error alarm. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.